Event description:
It was reported that this right ventricular (rv) lead had a loss of capture in bipolar configuration, with no asystole. It was also observed that the pacing impedances were greater than 2000 ohms. The lead was subsequently abandoned surgically and replaced, with no additional adverse effects. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.